Event description:
During the coronary artery bypass graft surgery, the punch tore the aorta. The tear was repaired by using pledget sutures. The surgeon completed the procedure with no additional complications to the patient.